Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one used decontaminated sample was returned for investigation. Customer described that there was water inside the pilot balloon. Tracheostomy tube inflation system is dedicated for inflation of cuff by air. Therefore, it shall be leak proof. There are only two possible reasons for fluid inside inflation system - inflation system leak (e.g. Fluid can get into the inflation system through cuff tears or in pilot balloon) or incorrect practice during use which do not respect instructions for use (e.g. Cleaning of inflation system by a fluid/inflation line flushed by a liquid instead of suction line by error/etc.). Under visual inspection the sample appeared to be in good condition, no water inside cuff (inflation system) was found. An inflation test was performed and after twelve hours the cuff was still fully inflated. The device was also submerged in water. No air leak or fluid inside inflation system was observed. Based on the investigation results no fault with the returned sample was found. It is most probable that fluid was introduced into the inflation system due to a practice which is not in compliance with instructions for use. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that water had accumulated inside the pilot balloon in a patient who had been using it continuously for about 2 months. When the tube was replaced, water also entered the cuff. This occurred during patient use/administration at facility. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.